Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of product defects relating to leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when closely observing the luer adapter, the hcp noticed the color of the adapter hub was not white but half-transparent." The customer is inferring that this color change may be associated with the leakage incident.